Event description:
It was reported that when a device was used during a low anterior resection, the device laid the staples but did not cut the tissue. A temporary ileostomy was placed to complete the case. Or time was extended by one and a half hours.